Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: dtba1d4 ICD, implanted: 2015; 507645 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was pacing at approximately thirty beats per minute, which was below the programmed lower rate. It was determined that this low rate was the result of left ventricular capture management (lvcm) software performing a ventricle-to-ventricle conduction test, which involves temporary modification of pacing parameters. Lvcm aborted shortly after the low rv pacing rate was observed. Three days later, the patient fell and was hospitalized with broken ribs, bruises, and black eyes. While in the hospital, pauses were observed on the electrocardiogram. Interrogation revealed that rv pacing was being inhibited. Pacing inhibition was attributed to the rv lead sensing left ventricular (lv) lead output as intrinsic rhythm, i.e., rv lead oversensing. Also noted was a failure of the lv lead to capture. The lv lead was programmed off. One week later, the patient presented with dizziness, shortness of breath, and the lead integrity alert (lia) for the rv lead. The lia was triggered due to a high sensing integrity counter (sic) and recorded episodes of non-sustained ventricular tachycardia. It was determined that the rv lead was oversensing noise. Two days later, it was further reported that the patient experienced syncopal episodes. The lv lead was repositioned at this time, and remains in use. Regarding the rv lead, a chest x-ray was performed to identify the source of the observed rv lead noise, but the results were inconclusive. During the procedure to reposition the lv lead, the rv lead was tested with an analyzer and reinserted into the device header. A check one week post-procedure indicated reduced but non-zero sic. There is speculation that the patient is being exposed to a source of external noise, but no source has yet been identified. The rv lead remains in use. No further patient complications have been reported as a result of this event.